Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose (bg) level was 504 mg/dl. The customer administered a correction bolus in order to lower bg. Reportedly, the customer continued to use the pump for insulin therapy.